Event description:
A general report or an unspecified number of undocumented events was received that healthcare practitioners at the facility have experienced "at least one failure for every aortic abdominal aneurysm endograft procedure performed beginning in (B)(6)2010." Their standard practice involves the preclose placement of two sutures in each bilateral arteriotomy sites. Reportedly, for each procedure, when the needle plunger was removed a suture retrieval issue occurred (either no sutures present or only one suture was present). Additional proglide devices maybe used in both the right and left common femoral arteries. Hemostasis was achieved at the end of the interventional procedure using the pre-placed proglide sutures. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Date of event: the customer reported on (B)(6), 2010 that events had been occurring since (B)(6), 2010 is an estimated date for the event.